Manufacturer narrative:
The event occurred on an unspecified date reported as "approximately a month and two weeks ago". The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced no flow of solution through a transfer set which resulted in the patient being unable to perform pd therapy for several days, specified as ¿about a week or more¿. Subsequently the patient experienced feeling sick, weak and another indication. The event occurred during an unknown process step. The patient reported the twist clamp had normal function with no other issues noted and they could open and close the transfer set. The patient presented to the emergency department and was hospitalized. Treatment for the events was unknown. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. The patient was discharged after two weeks and then was in placed in rehabilitation for two weeks. The patient reported the ¿specific diagnosis¿ was unknown. At the time of this report, the patient outcome was not reported, and the patient continued with hemodialysis therapy. No additional information is available.